Event description:
It was reported that after a da vinci-assisted right hemicolectomy, the patient experienced a staple line bleed. The surgeon was unable to recall the specific date of the case where this event occurred. The surgeon said they perform an intracorporeal anastomosis using the sureform 60 stapler instrument. Two blue sureform 60 reloads are used to divide the bowel and one blue sureform 60 reload is used for the side-to-side anastomosis. The surgeon said there were no errors received during the stapler fires of this procedure, there were no obstructions to this fire, and surgeon did not staple over an existing staple line. After the completion of the fire, the staple line was confirmed to be in good condition. The surgeon checked the entire abdomen and found no bleeding; the patient was then closed and the procedure completed. Post-operatively, the patient experienced bleeding believed to be from the side-to-side anastomosis. The patient was brought back to the operating room (or) for an emergency surgery. Further details regarding patient outcome, interventions and what, if any, intraoperative malfunction(s) occurred, are not known at this time.

Manufacturer narrative:
The customer reported that the sureform 60 stapler instrument and the blue sureform 60 reload were disposed. Therefore, the failure analysis cannot be performed and the cause of the post-operative complication cannot be determined.